Event description:
The customer contact reported an operator error in programming the device which resulted in the patient receiving more medication than intended. On an unspecified date, the ump was programmed in the pca mode only to deliver dilaudid 1mg/ml, with a 2mg pca dose. No further programming parameters were provided. After an unspecified length of time, the pump audibly alarmed and displayed "low battery." The pump powered off and afterbeing powered on, all settings were lost. The nurse plugged the pump into ac power and reprogrammed the pump. The customer contact stated, "she changed the concentration. Instead of 1mg/ml, she input 0.1mg/ml. The patient ended up getting 10 times the dose." Reportedly after receiving one pca dose, the patient complained of "dizziness and trouble breathing." The therapy was discontinued and the patient was transferred to the intensive care unit for monitoring. The patient was transferred back to the nursing floor after a few hours. There were no reported adverse patient sequelae. A review of the history by the user facility found the pump was programmed to deliver a 1mg/ml concentration instead of the intended 0.1mg/ml.